Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and required maintenance. The customer reported that the issue occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed and required maintenance. A field service engineer reseated the row board cable on the drawer controller printed circuit board. Proper operation was verified through diagnostics and the application, confirming that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.